Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified; however, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was outside of the labeled operating altitude range. Reportedly, the alarm did not clear once inside the labeled operating altitude range. The customer's blood glucose level was 320 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.